Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events were not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, dose and frequency were not reported) for the events. At the time of this event, the patient was recovering from the events. Action taken with pd therapy was not reported. No additional information is available.